Manufacturer narrative:
Our inspection found a small cut in the cord near the witch that could have exposed the user to bare wire. The inspection also revealed customer misuse as our inspection found: cord cut/burned strain relief, pad bunched, bent/broken lead, thermostat discoloration. Pad also appears to have been layed on. This tells us that the pad was not being properly used as per our instructions in the manual. Cord breakage usually occurs when the cord is repeatedly over ben near the switch. We have initiated a cap project ((B)(4)) to reduce the occurrence of this issue. A new jacketed cord design was launched in production on 3/10/2014 that closes (B)(4) pending a future evaluation of the effectiveness of the solution.

Event description:
Customer called and stated a wire broke and it sparked.